Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to pass through the fluid path without struggle. A leak test found no signs of leakage. No defects or deficiencies were found that would result in a failure of the device to deliver insulin. No evidence was found that would result in a failure of the adhesive pad to adhere; a root cause for the reported event could not be determined.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 36 and 48 hours on the infusion site (leg). The pod was reported to be leaking insulin during wear, and the adhesive failed to adhere. Ketones were checked and none were found to be present. As treatment, the pod was removed, a new pod was applied, and a correction bolus was administered.